Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer also stated that insulin pump had multiple pump error. Customer stated that the critical pump error image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to verify power error due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch. Device received with minor scratches on case and cracked case corner of the belt clip rails near the battery compartment.